Event description:
Event description guidant received information that prior to implant of this implantable cardioverter defibrillator (ICD) an out of range right ventricular (rv) pacing and shock impedance (hv) measurement was noted in the device history. Two days after implant, another out of range rv and hv impedance measurement was noted.